Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? The device was used on lung vessel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? After the 3rd stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? 1 gold reload was used before this event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or firing)? Closing and firing need higher force than expected. Is there any other additional information you would like to share about this device or procedure? The surgeon felt the closing and firing was not smoothly as usual during the 1st reload was used.

Event description:
It was reported that during an unknown procedure, the jaw could not open after firing. The surgeon used suture to ligate the vessel and then cut the vessel to remove the device from the patient. There were no adverse consequences for the patient reported.